Event description:
Patient was revised to address dislocation. It was reported that the patient fell.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Follow-up for additional event information was conducted utilizing work instruction (B)(4). No additional information was obtained. It was stated on the der that the x-rays would not be available. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the femoral head and insert device history records found no related manufacturing deviations or related anomalies. A search of the complaints databases identified no other reports against the provided screw product/lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 03/27/2013 - ppd and medical records received. Part/lot information provided. After review of the revision operative note confirmed dislocations. The stem was revised, but there was no mention of any issues. During the doi operation ((B)(6) 2008), the surgeon attempted to implant 3 screws, but none of them would seat correctly. No screws were implanted. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.